Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed 03-feb-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25156.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. Method, date, tested, result; beckman, (B)(6) 2025, 12:01, 11; I-stat, (B)(6) 2025, 12:20, 117.2. Facility cut offs: beckman 17.9- hs I-stat 21 -hs. 99th percentile, 90% ci; sex n, (ng/l, pg/ml), (ng/l, pg/ml); female, 490, 13, (10, 17); male, 404, 28, (19, 58); overall, 895, 21, (14, 30).